Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: d334drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high pace/sense impedance. It was also noted that this had been occuring "over the past few months." During the lead replacement procedure, the superior vena cava (svc) was torn and the physician had to "open up the patient and repair the tear." No further patient complications have been reported as a result of this event.